Event description:
On 05/23/2011, husband reported, the up/down button on the infusion device works intermittently. This was first noticed when pt was bolusing. Both buttons functioned as intended during the troubleshooting call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval.